Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved flushing the forceps elevator wire channel with water. Neodisher multizym was used as the detergent for pre-cleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channels. Olympus brushes were used for manual cleaning. No automatic endoscope reprocessor (aer) was used. Neodisher endi dis active was used for manual disinfection. The scope was stored horizontally. The scope was not sterilized. Olympus was used for maintenance and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the uretero-reno videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the biopsy channel was leaking, the distal end was damaged, the control unit was corroded, and the connector was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the leakage led to insufficient reprocessing however, the root cause of the leakage could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.